Event description:
Initial information was reported by a nurse who is also the patient, to a sales representative in 2009: a female received injectable poly-1-lactic acid (sculptra) [lot # and expiration date unknown] into her temple area three weeks ago and immediately had a bump slightly smaller than a pea occur on one side of her forehead (dosage and indication unknown). Additionally she reported that his part (three days prior) she had another bump form on the other side. Medical history and concomitant medications were not provided. No further relevant information reported.